Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal and throat irritation, sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust/dirt contaminant around the air inlet and iso port. Grey film contaminant on the top enclosure, front panel, rear panel, and bottom enclosure. Water ingress in the blower box. Dark grey contaminant at blower seal on the blower box consistent with keratin. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes contamination of dust, dirt, grey film contaminant, keratin found were external to the device and water ingress consistent with blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.